Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a fatal error. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had experienced a fatal error. A technical support specialist (tss) found input-output (I/o) error in logs. So, the tss used the knowledge article (ka) medstation es ¿ station database corruption ¿ sql server detected a logical consistency-based I/o error¿ and ka ¿how-to ¿ recover / repair a corrupted dsclientoltp database. After that the customer confirmed that the station was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a fatal error. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.